Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The polarx balloon catheter was selected for use during the cryoablation procedure to treat atrial fibrillation (a fib). It was reported that during execution of cryo ablation the error "the console detected blood in the catheter" appeared. The balloon catheter was changed, and the error disappeared. The procedure was completed successfully without patient complications. The device will not be returned due to local law restrictions. Additional information was received. It was confirmed that blood was not present after error occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The polarx balloon catheter was selected for use during the cryoablation procedure to treat atrial fibrillation (a fib). It was reported that during execution of cryo ablation the error "the console detected blood in the catheter" appeared. The balloon catheter was changed, and the error disappeared. The procedure was completed successfully without patient complications. The device will not be returned due to local law restrictions.